Event description:
It was reported a revision surgery was performed because the patient had implant loosening due to cobalt cement. The patient outcome is unknown.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a revision was performed because the patient had implant loosening due to cobalt cement. The requested clinical documentation/information was not provided for inclusion in the medical investigation. Reportedly, the loosening and revision was due to the cobalt cement. Based on the information provided, the patient impact beyond the reported loosening and revision "due to cobalt cement" could not be determined. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.